Event description:
It was reported that the atrial lead exhibited loss of capture resulting in mode switches. This was resolved by reprogramming in 2007. At approx 9 months later, loss of sensing and intermittent capture were noted during a follow-up. The system was successfully reprogrammed.

Manufacturer narrative:
Na